Manufacturer narrative:
Device evaluated by manufacturer- additional information the device was returned for evaluation. After analysis of the returned device the clinical observation was confirmed. As received the implant coil was found stretched with the polypropylene filament intact but detached from the pushwire. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. Additionally, the pushwire was found bent at the proximal end. The pushwire was found broken into two segments from the proximal end within the introducer sheath with the release wire exposed. We were unable to definitively determine the cause of pre-mature detachment. It is possible that the severe and tortuous nature of the patient anatomy likely led to axium implant coil stretching and the bends and to the break in the pushwire. Subsequent to the break in the pushwire, the coin likely pulled back from the lumen stop releasing the implant coil from the pushwire. All parts of the pushwire which could affect detachment were found to be within specification. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU): precaution: advance and retract axium detachable coils slowly and smoothly, especially in tortuous anatomy. Remove the coil if unusual friction or ¿scratching¿ is noted." Warning: ¿due to the delicate nature of the axium detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration. Also, ¿damaged implant delivery pusher and/or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil migration or stretching.

Manufacturer narrative:
Evaluation of the returned axium coil is not yet complete. Once completed a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the axium coil detached in the microcatheter when attempting to remove it from the patient. No patient injury reported. The patient was receiving treatment for neurovascular abnormalities (fistula) in the cavernous carotid. After placing 7 coils, the physician was attempting to place the coil in the fistula, repositioning it one time, and then decided that it was not necessary and resheathed it. The physician noted the coil was too big for what was needed and chose to remove it. When the pushwire was out of the catheter, the physician realized the axium coil had detached in the microcatheter. The microcatheter was removed and the physician found the coil. A catheter was placed and the fistula was embolized with liquid embolic system (les) to complete the procedure as planned (original plan was place coil and use les to finish the embolization). The physician did not experience any friction or difficulty during the procedure. Nor did the physician attempt to detach the coil. The delivery pusher was not rotated during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.